Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Unit received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer experienced high blood glucose levels the day before until the infusion set was changed. The insulin pump alarmed motor error while filling the tubing. The customer was able to complete the rewind sequence. Customer's blood glucose level was 3.3 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.